Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the device disposition is unknown.

Event description:
The patient experienced humeral component loosening. The relatedness to the study device was deemed definite, while its connection to the surgical procedure was considered possible. Currently, no action is planned as other medical issues must be addressed before scheduling revision surgery.